Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer pressed a button on the insulin pump and then the battery cap fell off and was lost. The customer did not receive insulin due to the battery falling off. No troubleshooting was possible because the insulin pump was not available during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.